Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered spatter on the vessel area by reagent probe 2. The cse replaced and aligned the reagent probe 2 assembly. Quality controls were run, resulting within range. The cause of the discordant, falsely low tacrolimus result was a reagent probe 2 malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low tacrolimus result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tacrolimus result.